Event description:
It was reported that the pump malfunctioned after getting wet. The customer's blood glucose level remained within a safe range and did not exceed 500 mg/dl (27.7 mmol/l). As a corrective action, tandem technical support advised the customer to use multiple daily injections as a backup therapy and sent a replacement pump with updated software. The customer was informed about the steps needed for the transition and instructed to return the faulty pump within 10 days.